Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Additional information including patient's demographics requested, but was not provided.

Event description:
It was reported that the IV tubing leaked when it was connected to the patient, the infusion was started and the ivf squirted out of the port closest to the patient..

Manufacturer narrative:
Additional information added; d.4; and h.4. Correction; h.6. (Patient code). The customer¿s report that the tubing set leaked was confirmed. No abnormalities were observed during visual inspection. During functional testing small droplets of fluid were observed leaking from the vinyl tubing to the distal smartsite inlet port near the male luer. Pressure testing confirmed the leak. Further inspection under microscope, observed a gap, based on insufficient solvent within, indicating that the expected tubing was not fully inserted. The root cause of the leak is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Event description:
It was reported from the ICU that the IV tubing leaked when it was connected to the patient, the infusion was started and the ivf squirted out of the port closest to the patient. The nurse was at the patient's beside and stopped the infusion immediately. Although it was noted that there was a minor delay in treatment, it was further confirmed during follow up, however; that there was no patient harm or impact as a result of this event.